Event description:
It was reported that a pt underwent a breast reduction procedure on an unk date and suture was used. Four weeks post-operatively, the entire incision on the bottom and parts around the nipple area ruptured open with extreme drainage. Also, tunneling around the incision from the infection occurred. The pt experienced pain everyday along with extreme tenderness. Additional info has been requested.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.